Event description:
Subsequent information indicated that additional commanded shock impedance measurements were out of range during routine follow up. Boston scientific technical services discussed that if the daily shock impedance measurements become out of range, then additional trouble-shooting would need to be done. Defibrillation threshold testing had been performed in the current configuration with good results, therefore, the system was left as-is. There were no adverse patient effects.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurements. The patient was seen for follow up where the integrity of the system was tested. A commanded shock was delivered which resulted in a 60 ohm measurement. Defibrillation threshold testing was performed which resolved in a 60 ohm measurement. Lead impedance tests after the delivered shocks were normal. The patient is to be followed via remote home monitoring. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.